Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The customer reported on behalf of his son a false negative result with the binaxnow covid-19 antigen self test. Confirmation testing was performed with an unknown platform and generated a positive result. The customer stated that the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.